Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:visual inspection of the pump showed some cosmetic defects including a worn keypad. On investigation, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to this complaint, all the keypad buttons were responding intermittently, requiring multiple presses to elicit a respond. Upon removal of the keypad cover, contamination was found under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and difficult to read for a few months. It was progressively getting worse, and changing battery did not improve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.